Manufacturer narrative:
D10: 308-01-09 - 9x80mm distal stem modular cemented: (B)(6). 308-05-19 - distal fixation ring ha 19.5: (B)(6). 308-09-12 - small prox body +12.5: (B)(6). 308-15-12 - taper locking screw 12.5: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm: (B)(6). 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm: (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: (B)(6). 320-32-40 - expanded glen, 40mm, for small reverse: (b)(6.) 320-40-13 - 145-deg pe 40mm const hum liner +2.5: (B)(6). 320-55-04 - cs baseplate rs aug post, 8 deg, right: (B)(6). 320-55-35 - cent scr basepl central screw, 35mm: (B)(6). 320-55-98 - cent scr basepl one-lock plate/cap kit: (B)(6). 320-55-99 - csb glenosphere screw: (B)(6). 321-52-07 - 3.2mm drill bit sterile: (B)(6). 321-52-11 - csb 3.2mm drill (B)(6). 322-10-00 - humeral adapter tray, +0: (B)(6). 531-55-88 - ergo gps 3.2mm drill kit sterile: (B)(6). 531-78-20 - shouldr gps hex pins kit: (B)(6). A10012 - gps implant kit v2: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a 67 yo female patient who had an original reverse rtsa that were a competitor's devices, and had undergone a revision procedure and an antibiotic shoulder spacer placement, underwent a re-implantation of a reverse tsa, needing hrp (humeral reconstruction prosthesis) and csb (augmented revision central screw baseplate). Following the revision, the patient presented back to the surgeon for post op follow up where it appeared the right shoulder incision had been draining and showing signs of dehiscence. Due to the patient's previous history of infection, and this being a late-stage reconstruction prosthesis, the surgeon scheduled the patient to have a revision irrigation and drainage with implant component swap. The patient underwent revision surgery, where the right shoulder joint was opened, irrigated, and debrided. Tray, liner, and glenosphere components were removed. A betadine wash was utilized, along with a sterile brush, to debride the remaining metal implants. The humeral tray, liner, and glenosphere were swapped out for new implants. The new glenosphere was the same size as the removed one. The humeral tray was replaced with a thicker one. The humeral liner was replaced with a new constrained liner. Calcium sulfate antibiotic beads, utilizing 2 grams of vancomycin powder, were placed in the shoulder joint before closing. The patient left the or stable. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. X-rays were provided. The explanted devices are not available for return. They were discarded due to the infection. Device images were provided. No further information.